Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, the patient presented with a mid-right coronary artery (rca), heavily calcified lesion. The pilot guidewire failed to advance the lesion. After several advancements attempts and added torque, the tip became floppy. Another unspecified guidewire was used, however, this guidewire also failed to cross the lesion. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: the pilot guide wire failed to advance the lesion due to anatomy. After the failure to cross, the tip was unable to hold shape. The core had not separated and the coils had not detached from the core.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. The investigation determined that the reported issue regarding failure to cross and the tip not holding its shape, appears to be related to operational circumstances of the procedure. Based on reported information, during advancement through the heavily calcified lesion, the guide wire failed to cross the anatomy, and likely causing coil damage including resulting in the tip shape issues. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional information was received reporting that the device tip did not hold its shape and there was no separation. This device malfunction would not be MDR reportable. H6: device code 1069 removed.